Event description:
It was reported that the zimmer dermatome had no power. Despite multiple follow up attempts with the customer, no add'l info was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.